Event description:
The customer reported via phone call that she had an issue with the pump not giving her a reading. Customer stated that she tests 8 times a day and she cannot see the blood glucose appear. Customer has been having high readings over the last 2 days. Customer stated that her blood glucose has been over 500 mg/dl. Customer also experienced extreme lows down to the 40's mg/dl. Customer drank orange juice to treat. Customer stated that she does not feel well. Customer treated the first high blood glucose with a 12 unit bolus but the pump would not allow her to give it. Customer then had to treat with a syringe shot. Customer also had a low of 50 mg/dl. Customer treated with manual insulin shots given by her husband. Customer's blood glucose was 58 mg/dl. Customer treated with tomato juice. Customer stated that she will talk to her doctor about the changes that he made to the programming. Customer's blood glucose went up to 67 mg/dl during the call and she was advised to monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.